Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as "white hub blew at CT". The PICC line was replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, 2-lumen PICC catheter for analysis. Signs of use in the form of biological material were observed inside the extension lines. Visual analysis revealed that the proximal extension line was stretched/ballooned. After performing functional testing, it was noted that a blockage was present within the proximal extension line. This blockage likely contributed to the proximal extension line becoming defective. Once the blockage was cleared, the extension line flushed as intended. No other defects or anomalies were observed. The stretched/ballooned section of the proximal extension line measured 1mm-41mm from the luer hub (white hub). The catheter body total length from the juncture hub to the distal tip measured 16 1/8", which is within the specification limits of 15 5/8"-16 1/8" per the coated catheter product drawing. The catheter body outer diameter measured .070", which is within the specification limits of .069"-.074" per the catheter extrusion product drawing. The proximal extension line outer diameter (in an area not affected by stretching) measured .095", which is within the specification limits of .093"-.097" per the proximal extension line extrusion product drawing. The proximal extension line inner diameter measured .056", which is within the specification limits of .055"-.059" per the proximal extension line extrusion product drawing. A lab inventory syringe was used to flush each extension line. When flushing the proximal extension line, a blockage was encountered. A long pin gage was inserted though the proximal lumen. Large quantities of congealed biological material were observed exiting the proximal skive hole. After clearing the blockage, the extension line flushed as intended. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A manual tug test confirmed that the medial luer hub was secure on the medial extension line extrusion. A device history record review was performed, and it was discovered that a non-conformance was initiated for batches 13c21g0157, 13c21h1547, and 13c21h1546 to address the issue of an extension line/luer hub separation; however, based on the failure mode involved with this complaint, it has been determined that these are not relevant. The IFU provided with the kit informs the user, "ensure patency of each lumen of catheter prior to pressure injection to minimize the risk of catheter failure and/or patient complications". The IFU also states, "ensure patency of each lumen of catheter prior to pressure injection to minimize the risk of catheter failure and/or patient complications." The report of a ballooned extension line was confirmed through complaint investigation. Visual analysis revealed that the proximal extension line was stretched/ballooned. Functional testing revealed the proximal lumen was blocked with biological material which likely contributed to the damage. The proximal extension line met all relevant dimensional requirements. A device history record review was performed, and no relevant manufacturing issues were identified. Based on the customer report and the sample received , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as "white hub blew at CT". The PICC line was replaced. No patient harm reported. The patient's condition is reported as fine.